Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had a surgery where they tried to reconnect the electrodes on (B)(6) 2019. The patient didn¿t know why the electrodes came out but knew they had trouble putting them in. The patient noted the healthcare provider tablet showed the right side was not all the way in. It was clarified that he meant the lead was not all the way where it needed to be in the spine. The indication for use was non-malignant pain. No patient symptoms reported.